Event description:
It was reported by service report that the emt was holding a battery in one hand and flipping a metal switch in the ambulance with the other hand. It was reported she received a shock. There was no reported patient involvement, however, there were adverse consequences reported for the emt.

Manufacturer narrative:
Investigation still underway.